Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was admitted on (B)(6) 2014 with increased lactate dehydrogenase. The patient was started on medication with a decrease in lactate dehydrogenase initially. The log files were submitted and analyzed and there were no adverse alarms or events noted in the log file. Add'l info received indicated that the patient's lactate dehydrogenase was up trending and pi values were variable. The patient also experienced low flow alarms on several days after the initial report. The patient underwent an urgent pump exchange on (B)(6) 2014.